Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the experiencing low blood glucose levels. The customer¿s blood glucose level was 51mg/dl at the time of incident. The customer was calling to ask if they had to much insulin. The insulin pump is being not replaced and is not expected to return for analysis. No further details are given.